Event description:
Procedure: c-section. According to the reporter: staples didn't close. There was no blood loss or tissue damage. However, surgery time was delayed by more than 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 08/11/2008.